Manufacturer narrative:
RMA issued. Device has not been evaluated as of the date of this report.

Event description:
A site representative reported that they are unable to track the o-arm tracker with the stealthstation treon treatment guidance system camera. They were able to track the frame and probes without issue. They moved the camera position and confirmed it was pointed straight at the tracker but could not see it. There was no drape on the o-arm. The site representative indicated that she performed troubleshooting but was not successful. The medtronic representative requested she try to track the other side of the o-arm but the site rep said this would take too long to move the camera. The medtronic rep walked her through further troubleshooting, however, the tracker is not receiving infrared. The surgeon opted to stop the surgery. There was no impact on the patient outcome.